Event description:
It was reported the patient experienced an intense stimulation that was shocking the patient. The symptoms started when turning the device on two to three weeks prior. The stimulation was so intense he had to decrease and turn off the device. The device was kept off so the patient had no stimulation for two to three weeks. When the device was turned back on, the patient was still not getting any stimulation. There was no known incident related to the onset of the symptoms. The patient's programmer had passed the self test and all three green lights were showing on the programmer, however, the patient was still not feeling any stimulation. The patient had an appointment to get the device system checked out. Additional information has been requested but was not available on the date of this report.